Manufacturer narrative:
Concomitant medical products: product ID: etlw1620c124e, serial/lot #: (B)(4), ubd: 27-jun-2018, UDI#: (B)(4); product ID: etbf3216c166e, serial/lot #: (B)(4), ubd: 16-jun-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 60 mm abdominal aortic aneurysm on (B)(6) 2016. It was reported that CT, approximately two years and eight months post the index procedure, showed continued expansion of the aneurysm with no evidence of an endoleak. Upon reaching 80mm the physician decided to expose the aorta and look for a type ii endoleak or any other issue. Upon opening the abdomen and exposing the graft the physician noticed blood seeping through the graft material at multiple areas at the flow divider and below and throughout the iliac limbs bilaterally. It was reported that the physician thought it was a type IV endoleak. It was decided to finish the exploration at this point without carrying out any intervention. It was reported that the patient presented emergently approximately three months later with pain and the physician decided at this point to carry out an intervention. The bifurcate was relined with a non-mdt aortic cuff and the limbs with non-mdt excluder limbs. It was reported that the patient responded favourably and is stable and discharged. As per the physician, the cause of the event was a type IV endoleak possibly around the sutures that sew the stents to the graft material. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Update: fdc coded added at investigation completion. If information is provided in the future, a supplemental report will be issued.